Event description:
On 3rd november 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, upon the preventive maintenance activities being performed on the device, a suspension arm's cap was found to be severely damaged. According to the photographic evidence, the cap was broken with missing particles and label was chipping off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: getinge service technician h3 other text : device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, upon the preventive maintenance activities being performed on the device, a suspension arm's cap was found to be severely damaged. According to the photographic evidence, the cap was broken with missing particles and label was chipping off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Defecticve part protector gpn 910/3044 ral 9010 (ard652000186) was replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: the cap shown in the photo is completely destroyed. It is normally flat and full of plastic and here only a kind of ring is remaining. It seems that it has been roughly cut with a tool (cutter knife). This cap is force-fitted onto the main suspension tube and it holds very well. For some reason, this cap has been cut by a technician. Regarding the label chipping off, the most probable root cause is an excessive friction during cleaning or inappropriate cleaning products. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a.